Event description:
The end user of the device stated the shower bench gave way, and he fell in his shower.

Manufacturer narrative:
The device was returned disassembled and without necessary hardware. For evaluation the product was set-up according to usage. There were no visible marks or damages to the returned product. It is unlikely the product failed during usage.